Manufacturer narrative:
Unit has not yet been returned to MFR for eval. F/u will be filed as necessary based upon investigation results.

Event description:
It was reported by the customer that the unit needs to be replaced. No pt involvement or adverse consequences were reported.